Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 hemopro did not cut. The box was switched out but it still did not work. A new device was opened and the second device worked. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/11/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. The harvesting device as well as the cannula was returned for evaluation. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. The c-ring was observed to be transected and melted down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Signs of clinical use and evidence of charred material was observed on the intact heater wire. There were no visual defects observed on the heater wire. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "failure to cut¿ was not confirmed, but the analyzed failure "break;c-ring" was observed. The lot # 25163320 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17451-a notification was received from gxo that sl# 0000001921 came into their facility without a packing slip. Per procedure dop10144 rev m, gxo should verify the shipment-packing list and account for dunnage for every shipment. Although, gxo did not have the proper documentation they did receive the material into their system. . Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.